Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.

Event description:
According to a phone call received, patient received an on-x valve 12 years ago. "Recent tests have determined that [patient] has a leak in the valve".

Manufacturer narrative:
According to additional information received, the complainant was mistaken about which kind of mechanical heart valve she received. After a discussion with her physician, it was determined to not be an on-x valve. Therefore no investigation was performed.

Event description:
According to a phone call received, patient received an on-x valve 12 years ago. "Recent tests have determined that [patient] has a leak in the valve."